Manufacturer narrative:
After diagnosis by a fse, it was found that the device's malfunction was caused by a faulty treatment board. The customer was given a quote for a replacement. It has been determined that no further action is required at this time

Event description:
It was reported there was a startup error and failed self test. There was no patient involvement.